Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the power fan due to deterioration associated with long-term use or a temporary malfunction associated with environmental operating conditions.

Manufacturer narrative:
This is the first of two associated medwatch reports filed for this event. Two devices used in the event were suspected to have failed. There is no additional information available for the event as yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use for an unknown diagnostic procedure the power signal was going out intermittently. The light source being used in the event was also associated with this power issue. There is no patient involvement.